Manufacturer narrative:
(B)(4).

Event description:
Additional information received, the laser portion of the treatment was noted as uneventful. There was a round defect noted at the three o`clock position of the posterior capsule following phaco emulsification. This was also the location of the most posterior lens treatment with the laser.

Manufacturer narrative:
There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The company service representative examined the system and was unable to replicate any issue with the system. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a posterior capsule tear during laser assisted cataract surgery. While docking, a moderate tilt was noted and laser treatment was completed without complication. During irrigation and aspiration the posterior tear between nine and three o`clock was noted and an anterior vitrectomy was performed. A sulcus intraocular lens was implanted and removed after the haptic would not extend; then a second lens was implanted and the issues were noted as resolved. Additional information has been requested.